Event description:
Medical affairs spoke to the pt in 7/2004 and obtained/verified the following information: pt called lfs and alleged that the meter was reading inaccurately low. The pt stated that for a week prior to going to the hospital they began to obtain low results. They were obtaining readings between 40 to 50 mg/dl. They phoned their physician for advice and were told to decrease their insulin to humulin n 45-50 units twice daily and humulin r 5 units twice daily. They could not remember what the dosage was before. In 2004, the day of the event, the pt tested in the morning and obtained a result between 40 to 50 mg/dl (result was actual 4.0 to 5.0 mmol/l). They ate breakfast and took their morning dose of insulin (the decreased dose). They stated that around 4:00 p.m. In the afternoon, they became dizzy, light-headed, short of breath, and unable to walk. They stated that they did not eat or take any more insulin prior to the hospital. Their spouse drove them to the hospital and their blood sugar on the hospital meter read 600 mg/dl. The pt was admitted for high blood sugar and remained in the hospital for 20 days. The pt is now taking humulin n 115 units twice daily and humalin r 10 units twice daily. During troubleshooting, it was discovered that the meter was set to the incorrect unit of measurement. The pt does not recall going into the set up mode to make any change. Based on the information provided, the meter did not malfunction; however, the pt did suffer hyperglycemia due to use error. The pt appeared to be under-medicating due to the misinterpreted (low) results. The meter has been replaced for the pt.